Event description:
It was reported that "the liquid does not come out of the syringe and the device cannot used. Moreover, the nasal adaptor broke". The patient was reported as fine post the procedure. Associated complaints: 3003898360-2024-00212.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "broken/detached parts - cracked/torn" was confirmed based upon the sample received. Visual examination of the returned device revealed that the nasal plug and distal tip were detached from the lumen tube. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. The device was sent to the manufacturing site for further analysis. The manufacturing site inspected the device and found no issues with the application of the adhesive on the distal end of the device that would cause the distal tip to detach from the lumen tube. There was no evidence to suggest a manufacturing related root cause for this issue. Therefore, the root cause is related to unintentional user error. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the liquid does not come out of the syringe and the device cannot used. Moreover, the nasal adaptor broke". The patient was reported as fine post the procedure. Associated complaints 3003898360-2024-00211 and 3003898360-2024-00212.